Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found the unit was not inserted correctly in the trolley due to an accidental incorrect maneuver by the operator, therefore the same after continuous even when used on battery it wouldn't turn on anymore. The fse found the two battery modules on the left, 202795846ip and 202755142ip, are faulty due to improper use of the device. In order to resolve the battery issue, the fse recommends replacement of batteries, because they are faulty due to improper use of the device in question. The fse performed functional check with mains power supply and other backup batteries owned by the customer. Operational tests were carried out with positive results. The fault did not cause any damage/inconvenience to operators/patients. The device was returned to the customer in good working order for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit does not turn on. There is no patient involvement.